Manufacturer narrative:
This report is being filed with the FDA on june 18, 2014. The siemens employee was found to have a skull fracture after a CT examination. There is no evidence of an internal hemorrhage and continued observation from a physician is planned. The rf room is equipped with warning signs regarding introduction of ferrous metals into the magnetic field. Additionally, the users manual clearly outlines the safety precautions and warns of the introduction of ferrous metals. This event occurred in (B)(6).

Event description:
It was reported to siemens that on (B)(6) 2014 a siemens engineer as well as a hospital engineer were performing service on a magnetom verio system. The hospital engineer exited the rf room and re-entered with a magnetic spanner. The spanner was attracted to the magnet. The siemens engineer was struck in the head resulting in injury. A CT examination was performed and the result was a skull fracture.